Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had one inappropriate shock due to t-wave oversensing. The device failed in all vectors. The field representative re-ran auto set up and the device picked secondary. Technical services (ts) reviewed the event and found the r-wave amplitude is small. Ts recommended rescreening the patient and recommended programming and troubleshooting options. The physician decided to program therapy off. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had one inappropriate shock due to t-wave oversensing. The device failed in all vectors. The field representative re-ran auto set up and the device picked secondary. Technical services (ts) reviewed the event and found the r-wave amplitude is small. Ts recommended rescreening the patient and recommended programming and troubleshooting options. The physician decided to program therapy off. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had one inappropriate shock due to t-wave oversensing. The device failed in all vectors. The field representative re-ran auto set up and the device picked secondary. Technical services (ts) reviewed the event and found the r-wave amplitude is small. Ts recommended rescreening the patient and recommended programming and troubleshooting options. The physician decided to program therapy off. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. No additional adverse patient effects were reported.